Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone, customer was in the hospital on thursday for high blood glucose. Paramedics were called as customer wasn't feeling well and a nurse recommended he go to the hospital. Customer was advised to remove the insulin pump. Customer didn't take the device off but once he got home, he wasn't feeling well again, so he decided to remove the device and has revert to manual injections. Customer's blood glucose was over 600 mg/dl. Wasn't feeling well and was frequently urinating. Troubleshooting was performed and no anomaly was found; however, setting had been recently changed by the customer's doctor. Customer's spouse declined performing high pressure test. Customer's current blood glucose was 402 to 452 mg/dl and has been treating with manual injection. Customer's spouse is not returning the device for further information.